Event description:
A user facility program manager (pm) reported that a combi set bloodline leaked at the initiation of a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the pm and a nurse from the facility. Blood was observed leaking from the arterial end of the tubing, just below the male adapter. There were no visible defects noted at the leak location. Additionally, it was confirmed there were no loose connections. There were no alarms from the machine, a fresenius 2008t machine. No leak was noted during the prime, and there was no change or disruption in pressure that could have contributed to the leak. The lines were clamped and the patient¿s blood was able to be returned. Estimated blood loss (ebl) from the leak was 5ml. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for evaluation as it was reportedly discarded. However, a photo of the sample was provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.